Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the user was sleeping. The user's blood glucose (bg) level was 420 mg/dl. The user addressed with bg level with a manual injection. Reportedly, the user would load a new cartridge.